Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a fall in (B)(6) 2010. Since then, while stimulation is turned on, the patient experienced a shocking or jolting sensation in the perineum. Everytime the patient went from seated to standing, she felt the shocking in the same location. The location of the patient's symptoms was the lead location. Current impedance measurements were normal. The patient was at the clinic. Additional information was requested.